Event description:
It was reported that customer received a quality complaint on product sold to the customer. Trocar was extremely dull, and they had an issue with it on a patient today.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer received a quality complaint on product sold to the customer. Trocar was extremely dull, and they had an issue with it on a patient today.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: " warnings: 1. An effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. 2. Blood collected using the evacuator must not be re-infused. 3. Do not use in patients who are allergic to materials used in bd drain products. 4. Do not bypass or inactivate the anti-reflux valve. 5. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting auxiliary suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying auxiliary suction directly to the drain. 6. If an air-tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified, or the system must be converted to open drainage. 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. 8. Leaving the drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. 9. Drain perforations must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. 10. To avoid the possibility of drain damage or breakage, please follow these steps: a. Avoid suturing through drains. B. Drains should lie flat and in line with the skin exit areas. C. Particular care should be taken to avoid any obstacles to the drain exit path. D. Drains should be checked for free motion during closure to minimize the possibility of breakage. E. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. F. Surgical removal may be necessary if drain is difficult to remove or breaks. 11. This is a single use device. Do not reuse. 12. Do not re-sterilize. 13. Trocar and evacuator are mr unsafe. 14. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose of it as per the hospital protocol in the appropriate biohazard/sharp's container. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. 9. When using a trocar please follow these instructions: 9.I.) With one drain: - draw drain using trocar from inside to outside of wound. - ensure that perforated section of the drain is within the critical fluid collection areas of wound. - remove trocar only by cutting the drain one inch from the end of the trocar. - trim non-perforated section of drain to desired length. - attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. 9.ii.) With two single drains: - follow instruction #9.I for each of the two drains separately. 9.iii.) With a double drain: - draw drain using trocar from inside to outside of wound. - ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. - cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. - after cutting (as mentioned above), the second half of this drain can be used separately. If you are not using the second half, then dispose of it as per the hospital protocol. 10. Attach drain to evacuator tubing via the y-connector. 11. Insert free end of evacuator y-tubing into evacuator suction port a. 12. Fully compress evacuator by hand and close drain port b. Unit is now operational. 13. To empty unit, clamp y-tubing. Open drain port b. Hold unit with open port at bottom and compress until fluid is removed. 14. For continued wound evacuation compress unit fully and close drain port b. Release clamp on y-tubing. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.